Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the driving cap could not be fully attached and fastened to the insertion handle for the tibia nail. Reportedly the thread in the device seemed to be threaded. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed.